Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call, the insulin pump had alarmed button error without pressing any buttons. Customer's blood glucose was unknown. The insulin pump was replaced and it's being returned for analysis.